Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the existing ipp failed to inflate. The surgeon suspected fluid loss, however the cause or the location of the fluid loss could not be determined. The existing ipp was explanted and replaced with a new one. No patient complications were reported during the procedure. The explanted ipp is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.